Event description:
Reported alleged the needle that is a part of the softclix plus lancing system used in finger-stick blood glucose testing would not retract with the cap place on the system. No report of actions or treatment. A request was made for the return of the suspect device and replacement product was sent.